Event description:
Investigation results are now available.

Manufacturer narrative:
As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefore tried several times to receive additional information for this case. The missing information was requested but was not available. DHR-review: as no lot number was provided, the device history records could not be reviewed. At zimmer gmbh all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer gmbh and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Trend analysis: no trend analysis could be performed as no item number is available. Event description: a revision after periprosthetic femur fracture was reported. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: all involved devices are intended for treatment. Instruction for use (IFU) : periprosthetic fractures are listed/noted in the section adverse effects. Root cause analysis: root cause determination using rmw: aseptic loosening of stem, bone fracture due to insufficient primary stability due to design. Not possible, as a systematic issue with design would have been detected as part of the issue evaluation assessment. Implant breakage, bone fracture, impingement, dislocation, subluxation due to incorrect position of stem implant. Possible, as no x-rays have been received, the position of the stem cannot be seen. Therefore, this point cannot be excluded. Failure of surgery due to insufficient warning of side effects / contraindications. Possible, as no surgical notes have been received, it is unknown if there was a contraindication. Therefore, this point cannot be excluded. Failure of system due to unknown compatibility list. Not possible, as no issue detected with compatibility. Implant breakage due to inappropriate advice by surgeon to inform patient on activities and limits. Possible, as no information was received like surgical report or any kind of surgical note. Therefore this point cannot be excluded. Conclusion summary: it was reported that there was a revision due to periprosthetic femur fracture. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implants were received; therefore the condition of the components is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
Concomitant medical products and therapy date detail of product: item number : unknown, item name : fitmore cup hip, lot # unknown. Item number : unknown, item name : durasul insert hip, lot # unknown. Item number : unknown, item name : head hip, lot # unknown. As no lot number was provided, the device history records could not be reviewed. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. (B)(4).

Event description:
It was reported that patient underwent revision surgery due to periprosthetic femur fracture.